Event description:
A malfunction was reported on the customer's pump, but it did not have an adverse impact on the customer's blood glucose level. The customer was advised to store the pump before returning it to tandem, as it was to be replaced by technical support. No backup therapy was available at the time, and the customer planned to contact their healthcare provider.